Event description:
Caller reported that insulin gauge displayed an incorrect amount on a previous day, showing 0 units instead of the expected 200+ units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and was advised to call back for troubleshooting if the issue recurs. Caller requested an email with resources for cartridge loading.